Event description:
It was reported that during a cardiac ablation procedure with a thermocool sf nav (stsf) and the patient experienced pericardial effusion treated with pericardiocentesis. It was reported that after atrial fibrillation (afib) and right-sided atrial flutter ablation procedure, a steam pop occurred while using an stsf catheter. Following the steam pop, the physician performed an effusion check using intracardiac echocardiography (ice) and checked the patient's blood pressure. There was no pericardial effusion noticed at that time. The procedure was completed. The patient's blood pressure dropped after the case. The cardiac tamponade was noticed but was unable to confirm how the injury was confirmed. The physician performed pericardiocentesis as the medical intervention. The last-known patient¿s status was stable. The ablation catheters were discarded, and therefore, they were unable to provide details/information about the catheters used during the case. Other devices used during the ablation procedure were carto 3 system, ngen generator, and trupulse generator. The steam pop that was reported during ablation application with thermocool sf nav catheter is not MDR reportable.

Manufacturer narrative:
Note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).